Event description:
It was reported that this right ventricular (rv) lead dislodged. Therefore, a revision procedure was performed and the lead was explanted. A boston scientific replacement lead was successfully implanted. The boston scientific local area representative was contacted for return product details. No information has been received at this time. This investigation will be updated should further information be provided.